Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: no non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing evaluation was completed: the screw was received blocked in the plate. The screw is blocked in a locking hole at the end of the plate, five holes away from the fracture face. The relevant dimensions of the screw cannot be verified anymore as the screw is stuck in the plate. Therefore, this complaint is indeterminate form a manufacturing standpoint. Next to that there seems to be no complaint again this screw and the recess is completely intact, which cannot be expected at a blocked screw. This and the factor that this is a very short screw, could be an indication that there was no need to loosen this screw after all other screws were removed. As there is no complaint against this screw this task is deemed unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the patient had a knee osteotomy under trochanterian on (B)(6) 2013 and was implanted at the proximal femur with a plate system. It was reported the plate broke and a revision was performed on (B)(6) 2014 to replace the device with a clip plate. It was reported all screws were removed without difficulty and a soft callus in maturation was noted in the operating report. The new screws were put with dynamometrique screwdriver and were reported to be good holding. This report is for a screw that was stuck in the implanted plate upon return this is report number 2 of 2 for (B)(4).